Manufacturer narrative:
Additional information was received that the patient underwent a lead revision procedure and was doing well post operatively.

Event description:
A report was received that the patient was concerned with pain and numbness on the left side of neck and jaw since implant of the device. The physician assessed that lead migration most likely caused pressure on the nerves in the neck thus the patient was experiencing the pain and numbness in the neck and jaw. The patient will undergo a lead revision.

Manufacturer narrative:
Event date: (B)(6) 2015. Additional suspect medical device components involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm; model #: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25cm.

Event description:
A report was received that the patient was concerned with pain and numbness on the left side of neck and jaw since implant of the device. The physician assessed that lead migration most likely caused pressure on the nerves in the neck thus the patient was experiencing the pain and numbness in the neck and jaw. The patient will undergo a lead revision.